Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours and to change your infusion set every 48¿72 hours. The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was approximately 180 mg/dl and the temp basal rate was used to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the alarms. Reportedly, the customer used the cartridge and infusion set for an extended time.